Manufacturer narrative:
Mayfield modified skull clamp (a1059) was not returned for evaluation; therefore, an evaluation of the device could not be performed. However, investigation using an image provided by the customer was performed as follows: device history record (DHR) review: lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. Failure analysis: the evaluation confirmed the reported condition from the image provided. The spring came out of the a1059 skull clamp. The observed condition is consistent with improper handling. Root cause - the definite root cause cannot be reliably determined. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the spring on the mayfield modified skull clamp (a1059) came out. There was a 30 minute surgical delay with no patient injury reported.